Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The calcified, target lesion was in the tortuous, proximal right coronary artery (rca). The lesion was predilated with an unk size quantum balloon. The physician had selected and attempted to advance a 2.5x24mm taxus express2 drug eluting stent (des) but was unable to cross the lesion. The device was removed, it was noticed that the structs appeared "flared". The procedure was completed with another 2.5x24mm taxus express2 des. There were no pt complications reported with the pt's current condition listed as "ok".